Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective battery. However, as the device is eol (end of life) no work performed by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The device is out of service. As the device is eol (end of life) no work performed by philips. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Updated the coding grids for the following: conclusion code grid, evaluation method code grid, evaluation results code grid, and component code grid.

Event description:
It has been reported to philips the device beeps because battery is out of order continuous beeping after battery change.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2023-03147. Device investigation is pending the return of the device. Device investigation will take place on pr (B)(4).